Event description:
It was reported that the lead paced on the t-wave, resulting in a nine-beat run of ventricular tachycardia. Additionally, the right ventricular (rv) lead exhibited decreased r-waves and a drop in impedances. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).